Event description:
It was reported the customer experienced a low blood glucose (bg) value of 46 mg/dl. Cause was not known. The customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.